Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_ext, product type: extension. (B)(4).

Event description:
The health care provider (hcp) reported via the company representative (rep) that the implantable neurostimulator (ins) and extensions were going to be explanted in the next days due to ulceration after four years of being implanted. Moreover, the patient was fine. The patient was alive with no injury. If additional information is received, a follow up report will be sent.